Event description:
Found during routine testing. The customer called and reported that when discharging the device using a defibrillator adapter, if you press the left shock button first then right shock button, the device locks up, but reverse order doesn't cause any problems. Also, intermittently shows scrambled characters on display. There was no patient associated with the report.

Manufacturer narrative:
Physio-control provided technical assistance and parts information to customer for repair. Customer later reported device still not operating properly and that facility is permanently removing the device from use.